Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There was no reported device issue and the device was not returned. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This clip delivery system report is being filed for the additional hospitalization. It was reported that one mitraclip was successfully implanted, on (B)(6) 2011, reducing the degenerative mitral regurgitation (mr) from grade 4 to 1. Two years after the mitraclip procedure the patient was hospitalized for an unknown reason. There was no additional information provided.

Manufacturer narrative:
(B)(4). Estimated date (reported as (B)(6) 2013). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the clip delivery system and the device was not returned. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The new information indicates the events of increased mitral regurgitation, hospitalization for sepsis, end stage renal failure, severe peripheral vascular disease, metabolic encephalopathy and death due to non-cardiac causes were assessed by the study physician as not related to the mitraclip device and not related to the mitraclip procedure. Based on the new information, this would not have been an MDR reportable event.

Event description:
Subsequent to the previously filed medwatch report, additional information received: the patient, who had been on hemodialysis for 3+ years, experienced worsening mitral regurgitation (mr) starting on (B)(6) 2012 and dysfunction of the sinus node starting (B)(6) 2012. The patient was hospitalized on (B)(6) 2013 (not on (B)(6) 2013 as previously reported) for sepsis, end stage renal disease, severe peripheral vessel disease, and metabolic encephalopathy. The patient was transferred to hospice on (B)(6) 2014 and expired on (B)(6) 2014 of non-cardiac causes. These events, including the worsening mr, were assessed by the study physician as not related to the mitraclip device and not related to the mitraclip procedure. Based on the new information, this would not have been an MDR reportable event.

Event description:
Subsequent to the previously filed report, additional information was received indicating that the patient expired in (B)(6) 2014. The cause of death was not reported. Reportedly, the death was not due to cardiac issue. No additional information was provided.